Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method and endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed a couple of weeks prior to (B)(6) 2015. According to the complainant, during the procedure, the peg tube was torn while it was pulled through the stoma site. The procedure was completed with a new endovive peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.